Event description:
It was reported by service report that the left toprail is broken at latch spindle flange and cannot be latched into position. No pt involvement or adverse consequences are reported.